Event description:
It was reported that during use, the device exhibited an alarm for remove and reattach the cassette'. Troubleshooting was performed but the alarm continued. The patient did not want to attempt to remove the cassette. The patient was to present to the clinic. Per the reporter, there were no patient adverse effects.

Manufacturer narrative:
Other text: d3, g1,2 email is: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is the dso sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: regulatory.responses@icumed.com